Event description:
Customer reported that the insulin pump alarmed low suspend with sensor glucose readings in the range of 53 mg/dl to 68 mg/dl. Customer stated that their blood glucose reading was 105 mg/dl. Customer stated that there was a big gap between the sensor glucose readings and the blood glucose readings. Customer mentioned that this has happened on multiple occasions. Customer's blood glucose reading at the time of the call was 105 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.